Event description:
It was reported that the customer's insulin pump was alarming motor error during rewind and bolus delivery. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during basic prime test due to protruded/loose drive support disk. Motor passed motor test no motor error alarm noted. Unit received with scratched display window, cracked display window corners, reservoir tube lip and broken belt clip slot.